Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare for repair or investigation. Our analysis is accordingly based on the event description and our knowledge of the product. Results: it was reported that the gas inlet port of the subject neopuff unit kept breaking when they were tilting the bassinet of the infant warmer. A lot check revealed no other complaints of this nature for lot number 061218. Conclusion: the fault reported by the hospital was due to impact to the subject neopuff unit. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900aeu neopuff infant resuscitator kept breaking when they were tilting the bassinet of the infant warmer. No patient consequence was reported. The subject neopuff unit was one of the accessories of the iw934jeu baby control cosycot infant warmer.